Event description:
Customer reportedly obtained results of 67 mg/dl, 97 mg/dl, and 109 mg/dl within 10 minutes on the aviva system. Customer stated that no action/treatment was taken based on the readings. No adverse event reported. New system sent to customer and return requested.